Event description:
It was reported that the pump's usb port was damaged which caused the pump to be unable to be charged properly without the customer maneuvering the cable into the charging port. Customer's blood glucose was 171 mg/dl. The customer continued to use the pump for insulin therapy.